Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable neurostimulator (ins) did not work and was causing them more problems than anything. The patient stated that they went to a new healthcare provider (hcp) and they checked the implant and everything was fine. They stated it is not fine if it does not work. It was reviewed that the patient should follow up with their hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.